Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a patient received v.a.c. Therapy in 2009 for a surgical incision (cesarean section). Four months later, an incision and drainage of an abscess was performed and it was reported that during surgery a piece of foreign material (6-7cm), alleged to have been a piece of v.a.c. Granufoam, was noted in the wound and removed from the rectus muscle. Kci records indicate that v.a.c. Therapy was reapplied six days later, and the patient continued to receive v.a.c. Therapy until fifteen days later.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger handle; pinion axle support; instrument b: pinion axle support instrument c: batch # f5vh4k, exp date: 05/19/2014; MFR: 06/19/2009; short rack; pinion axle support the analysis results found that the lts60a device a with the firing trigger handle broken and with a white cartridge reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the left shroud pinion axle support was noted to be damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis results found that the lts60a device b with the firing trigger handle broken and with a white cartridge reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the left shroud pinion axle support was noted to be damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis showed that the lts60a device c was received in good visual condition and with a blue cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support, the short rack and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass, the first device surgeon experienced a lock out while during work on the jejunum. There was a "popping" noise and the handle broke when fired and was difficult to remove. The second device, was used to finish repair on closing the jejunostomy. When firing, using buttressing material, the device fired halfway through, was unable to pull the handle anymore, stopped firing stroke, replaced the reload, reattempted and the device fired properly. The same device was used to finish the gastrojejunostomy, with no buttressing material, went to fire and "popping" noise was heard and the handle broke, stapled only halfway, many unformed staples, had to force the handles open the jaws to remove from the tissue. The third device was opened, and attempted to fire twice, first time with white cartridge, second time with a blue. The white cartridge would not fire, stopped and reloaded with the blue cartridge attempted to fire and it made a loud "popping" sound when going through the first firing. At that point the device was removed, case was completed with hand sewing with the endo-stitch. The leak test was performed with no leaks. There was some tissue damage due to the device not firing properly. There was some bleeding, however no intervention was required.